Event description:
It was reported that the customer was having difficulties with the sensor. The customer was receiving lost sensor alerts. The customer's blood glucose was 44 mg/dl, which was treated with candy. Troubleshooting was performed and the communication between the sensor and the insulin pump was established. At the end of the call the customer's blood glucose was 49 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).